Manufacturer narrative:
(B)(4). Lead, model 3778-60, serial# (B)(4), implanted: (B)(6) 2008, explanted: na. Lead, model 3778-60, serial# (b(4), implanted: (B)(6) 2008, explanted: na. Programmer, model 37743, serial# (B)(4). Recharger, model 37752, serial# (B)(4).

Event description:
It was reported that the patient's device was in overdischarge as it was not recharged for a long time. Two jumpstarts were attempted, but were not successful. Additional information has been requested, but was not available as of the date of this report.